Event description:
The customer reported that: "the ac to dc adaptor that came with my medela (pump in style advanced) had a hairline crack in it when I received it. I didn't think much of it last december. Through regular use, the crack split open to a fracture - now one of the prongs (that inserts into an outlet) it loose."

Manufacturer narrative:
Attempts to follow up with the customer to get add'l complaint info and to get the product back are ongoing. Though the product was not evaluated, this type of failure is typically associated with the dropping of the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.